Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the r-waves had decreased. A chest x-ray showed the lead had dislodged. It was noted that the patient lifts boxes over his head while working. The lead was explanted.